Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated that the distal end and all channels were cultured, and five (5) colony forming units of unknown microorganism was identified. The device was retested after 2 weeks. The distal end tested positive for 3 cfus of unknown microorganism and all channels tested positive for 25 cfus of unknown microorganism. The device was again tested after approximately 10 days. All channels of the scope were cultured and four (4) colony forming units (cfu) of stenotrophomonas maltophilia was identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided additional information regarding cleaning, disinfection and sterilization (cds) of scope. There was no suspected patient infection. There have been no deviations or deficiencies or concerns in reprocessing. Precleaning was performed immediately after patient procedure. The forceps elevator was raised and lowered three times when submerged in the detergent solution. Aspiration was done with first and second position of the suction valve. The air/water channel and balloon channel was flushed with water and air by using maj-1444 air/water valve and maj-629 air/water channel cleaning adapter. The device passed the leak test. The detergent used for manual cleaning was anios. The brushed points were instrument/suction channel, suction cylinder, instrument channel port and forceps elevator. The forceps elevator was raised and lowered three times when submerged in the detergent solution. Forceps elevator was flushed. The distal end was brushed with the channel-opening brush and single use soft brush. There were no defects in the automated endoscope reprocessor. The detergent used was anios and disinfectant used was anios. All channels were connected with tubes when the endoscope was setting up into the reprocessor. The disinfection solution was within the expiry date and the disinfection solution met all the minimum effective concentration. The water quality of the rinse water was controlled. The water filter was replaced periodically in accordance with the instructions for use. The device was dried by wiping with clean towel/paper and blowing compressed air. The endoscope was stored in plasma. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. After the results are obtained, the device will be evaluated. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, olympus culture results, and device evaluation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: (B)(4) cfu: (B)(4) bacterial identification: (B)(4). Sampling from: (B)(4) cfu: (B)(4) bacterial identification: (B)(4). The device was returned and evaluated. The following additional defects were found: 1. Insertion part --- distal end --- lens glue (1x) --- white clouded 2. Insertion part --- ccd (charged coupled device)-unit --- ccd cover lens glue --- white clouded 3. Lenses glue peeled off 4. Insertion part --- a-rubber (bending section cover) glue --- white clouded 5. Control unit --- mouthpiece --- damaged 6. Control unit --- air/water cylinder --- scratched 7. Air/water cylinder color ring disappear 8. Control unit --- suction cylinder --- scratched 9. Suction cylinder color ring disappear 10. Switch section --- key top 1 --- unclear indication 11. Universal cord --- wrinkle 12. Control unit --- angulation --- less or specified value 13. Biopsy channel wear and tear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first customer microorganism test and the additional test. Therefore, reprocessing was likely conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.